Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was unable to be located by the physician during a device check and had moved very close to the patient's arm. Follow up with the physician concluded that the patient had been seen in clinic, but no further information was available. The ipg remains implanted and in use. No patient complications have been reported as a result of this event.